Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2014, the patient was implanted with a gore® excluder® contralateral leg component to repair a distal type I endoleak on the ipsilateral side. The endoleak was resolved, and the patient tolerated the procedure. It was reported that the cause of the distal type I endoleak was the dilation of the right common iliac artery.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.